Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: an vena cava filter was deployed for free floating thrombus in the inferior vena cava, hypercoagulable state, prior dvt, and pulmonary emboli via the right jugular vein. Inferior venacavogram performed during ivc filter deployment revealed a diameter of the vena cava to be less than 28 mm in diameter. Vena cava filter deployed and completion venacavogram indicated good positioning with no extravasation of contrast. Two days post first filter deployment a second vena cava filter was deployed for free-floating thrombus in the inferior vena cava, hypercoagulable state, failed anticoagulation therapy with previously placed pararenal inferior vena cava filter with catchment of thrombus and retroperitoneal hematoma. Second vena cava filter was placed at the suprarenal level with the vena cava measuring less than 25mm in diameter, it was angulated 10 degrees, with no migration. Post second filter placement there was an attempt to retrieve the first filter. Through the second filter, a snare was placed to the tip of the nose cone of the first filter with unsuccessful recapturing due to the steep angulation of the filter tip. Completion venacavogram demonstrated both filters in appropriate position, initial filter at the level of l2 (unchanged); second filter at the level t11/t12, with no migration, no contrast extravasation and no perforation. Renal veins were patent. Silhouetting of the right psoas muscle, likely from known retroperitoneal hematoma. One week post first filter deployment ), the patient presented with abdominal and back pain. Patient has a known retroperitoneal hematoma. CT of abdomen and pelvis demonstrated stable appearance of the first deployed filter which has one of its prongs extending to the right renal vein. The second deployed filter above the renal vein at the level of the caudate lobe. Retroperitoneal hematoma extends from the right perirenal and the pararenal space down to the right pelvic sidewall, no active extravasation. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Two days post deployment, an attempt to retrieve the filter was unsuccessful. Through a second filter, a snare was placed to the tip of the nose cone of the first filter with unsuccessful recapturing due to the steep angulation of the filter tip. Approximately five months post deployment, multiple attempts were made to retrieve the initially placed filter, but due to the angulation of the filter, capturing of the retrieval cap was not successful. Therefore, the investigation can be confirmed for retrieval difficulties and filter tilt. However, the investigation is inconclusive for limb detachment. Per the provided medical records, the filter was tilted. This likely led to the retrieval difficulties. Additionally, per the medical records, a snare device was inserted through a second ivc filter, with unsuccessful recapturing of the first filter. Per the current IFU (instructions for use), "only use the recovery cone removal system to remove the g2 filter." Therefore, retrieval attempts using a snare device could have additionally led to retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs detached and the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After three days later post filter deployment, second g2 filter was placed at the suprarenal level with the vena cava measuring less than 25mm in diameter, it was angulated 10 degrees, with no migration. Post second filter placement there was an attempt to retrieve the first filter. Through the second filter, a snare was placed to the tip of the nose cone of the first filter with unsuccessful recapturing due to the steep angulation of the filter tip. Completion venacavogram demonstrated both filters in appropriate position, initial filter at the level of l2 (unchanged); second filter at the level t11/t12, with no migration, no contrast extravasation and no perforation. Renal veins were patent. Silhouetting of the right psoas muscle, likely from known retroperitoneal hematoma. After five days, the patient presented with abdominal and back pain. Patient has a known retroperitoneal hematoma. Computer tomography of abdomen and pelvis demonstrated stable appearance of the first deployed filter which has one of its prongs extending to the right renal vein. The second deployed filter above the renal vein at the level of the caudate lobe. Retroperitoneal hematoma extends from the right perirenal and the pararenal space down to the right pelvic sidewall, no active extravasation. After five months, the patient presented for retrieval of both filters via the right jugular vein. Iliac venography and inferior vena caval venography confirmed both the right iliac and left common iliac and inferior vena cava widely patent, no free-floating thrombus, no thrombus in either filter. A bard g2 retrieval device was inserted and was successful in capturing the second placed suprarenal filter. Completion venogram confirmed the cava patent, with no extravasation nor trauma to the vessel wall. Multiple attempts made to retrieve the first initially placed infrarenal filter, due to the angulation of the filter, capturing of the retrieval cap was not successful. A completion venacavogram confirmed the inferior vena cava patent, no extravasation, with no trauma, no thrombus within the ivc. Patient in stable condition. After two months, chest pa and lat indicated the retained ivc filter tilted to the left overlying the right l2-l3, unchanged. After one year and four months, patient presented with left sided abdominal pain. A computed tomography of the abdomen and pelvis revealed the retained ivc filter in a stable position near the level of the renal vein on the right. It remains tilted to the left. After three years and eleven months, a computed tomography of abdomen and pelvis was performed for inferior vena cava filter evaluation. The study showed that there was a retrievable inferior vena cava filter, and this was tilted approximately 26-degrees transversely and there was no significant anterior posterior tilt. Also, the retrievable hook was at, and may slightly protruded into the left main renal vein. The study also showed that three of the primary struts projected through the caval wall. One of these appeared to be centered within the right renal vein and the two other protruded struts abutted but do not penetrate into the right kidney. Also, one of the minor struts was also protruded through the caval wall and does not penetrate any other organ. Also, at least three of the secondary struts were slightly bent within the cava itself. There was no evidence of filter strut fracture. The cava appeared to be approximately 30% stenosed at the level of the main renal vein. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, material deformation, filter tilt and retrieval difficulties. However, the investigation is inconclusive for the alleged filter detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,g3, h6 (device, conclusion). H11: b2, g1, h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs detached and the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.